Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(4) affiliate, during the transfemoral tavr procedure, post valve deployment an annular rupture occurred. Initially, bav was performed with a 26mm crital balloon, resulting in an adequate leak. The valve was subsequently deployed in a good position, 80:20. Post valve deployment the patient's systolic blood pressure dropped. The team suspected a wire perforation of the apex and a left thoracotomy was performed. Echo was re-examined, no classic signs of an annular rupture could be observed. The decision was made to open the chest. Once the annular rupture was confirmed, the sapien 3 valve was removed, the aortic root was repaired and a prosthetic valve was implanted. The patient was in stable condition at the conclusion of the case. The annular rupture was perceived to have occurred due to the patient's horizontal bar" of calcification at the left coronary leaflet. The patient's native annulus measured 21mm by tee and 24.9mmx29mm by CT with an area of 581mm². There was severe native annular calcification, bulky/severe leaflet calcification and mild mitral annular calcification. The sinus of valsalva (sov) diameter measured 33x30x39mm.

Manufacturer narrative:
Additional information provided as documented in a journal article indicated after the patient was converted to sternotomy, a tear in the non-coronary sinus 1 cm above the annulus with calcium protruding through the wall was noted. The sapien 3 valve was then surgically explanted after instituting cardiopulmonary bypass, an aortic valve replacement was performed, and the tear in the aortic wall repaired with a pericardial patch. The post-operative course was complicated by re-operation for bleeding; mesenteric ischemia; renal failure; and a lower respiratory tract infection. The patient's condition deteriorated significantly and they died on post-operative day 95 from multi-organ failure. Journal reference: haymet, a. B., edelman, j.j.b., seco, m., duflou, j., valley, m.p., ng, h.k.b., ng, m.k. Wilson, m.k. (2016). Aortic perforation following transcatheter aortic valve deployment: international journal of cardiology, 207, 384-386.

Manufacturer narrative:
The procedural cine images were provided to edwards and reviewed by an edwards physician proctor. The findings are summarized below: observations: cine: · calcified aorta noted. · calcium present below left main. · leak noted with bav aortogram. · valve position at level of stj (too high) with center marker. Unable to determine if this is intentional. · good slow inflation. · post implant aortogram performed, inadequate contrast noted in imaging. · annular rupture noted at beginning of aortogram. Impressions: the annular rupture is confirmed. Likely the result of valve deployment in conjunction with heavy calcification below left main artery causing the event. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per the imaging review, the patient had heavy calcification below the left main artery which likely contacted the aorta creating the annular rupture during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.